Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable free thyroxine (ft4) results on their e601 analyzer. The customer provided data for five patients, three of which were associated with reportable malfunctions. All the repeat testing was performed on (B)(6) 2014. The first patient's initial ft4 result was 0.170 ng/dl and it was reported outside the laboratory. The repeat result was 1.21 ng/dl. The second patient, a (B)(6) male, had an initial ft4 result of 0.329 ng/dl and it was reported outside the laboratory. The repeat result was 1.36 ng/dl. The third patient, a (B)(6) female, had an initial ft4 result of 0.235 ng/dl and it was reported outside the laboratory. The repeat result was 1.19 ng/dl. There were no adverse events. The ft4 reagent lot number was 172999. The expiration date was requested but not provided. It was noted the quality control was in range on the then current reagent pack on the morning of the event. However, the affected samples were run on the standby reagent pack which did not have quality control performed on it prior to testing patient samples. The field service representative did a visual check of the probe position, and it was fine.

Manufacturer narrative:
A root cause could not be determined. Quality controls were within specification. All the repeat results were produced from the same lot of reagent as the initial results and were plausible and within the reference range. Precision checks on the analyzer were within specification. A general issue with the reagent lot could be excluded.